Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised due to glenoid fracture on (B)(6) 2021, approximately 1.75 years following primary surgery on (B)(6) 2020. Surgeon converted the reverse to a hemi configuration, explanting all components except the stem (36/+3 standard humeral cup, 36mm centered glenosphere with screw, 24mm glenoid baseplate, +6mm baseplate post extension, 2 standard screws, and 2 locking screws), and then implanting a 24/10 excentric taper adapter and a 50x20 offset cocr head.